Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed at the distributor. The reported problem (gong alarms) has been confirmed. Upon investigation the electrode belt failed testing. The cause for the failure was isolated to an out of tolerance u1 component in the cable connecting ECG "a" and ECG "b". The root cause for the out of tolerance component can not be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient was receiving frequent gong alarms.